Event description:
It was reported that the patient was bothered by the implantable pulse generator (ipg). The patient underwent a pocket revision procedure and the ipg remains implanted. The patient was doing well postoperatively.